Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineering (fse) visited the customer to address the reported event. Fse confirmed customer's complaint, and noted p00 peaks on all samples. Fse reseated the column, checked all connections and replaced the prefilter. Fse then ran calibrator, precision and quality controls (qc); all completed without errors and within acceptable range. No further action required by field service. The g8 instrument is functioning as expected. The g8, serial number 15177910, was installed on 29aug2018. A complaint history review and service history review for similar complaints was performed from installation date through aware date. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. Chapter 3 assay operations: chromatogram see the g8 variant analysis mode training manual for many examples of different chromatograms. The a1a, a1b and hbf may be eluted out with different peak shapes or not be detectable depending upon the sample. If you observe shoulders or splits around the sa1c or a0 peak, the assay condition may not be optimal. In addition, if the sample has been stored for a long time at room temperature after collection, an abnormal chromatogram may be obtained because the samples have deteriorated. If you observe the same phenomena with several different samples, the reagent may have deteriorated. Replace the elution buffers and run the assay again. If you observe an aberrant result with a single specific sample, the sample may have deteriorated or hemoglobin variants may be present. The tosoh automated glycohemoglobin analyzer hlc-723g8 variant analysis mode can separate the major variant hemoglobins (hbd, hbs and hbc). See "chapter 6 section 6.4: abnormal chromatograms" for typical chromatograms. But some hemoglobin variants such as hbe cannot be separated and it may interfere with the assay. The chromatogram pattern for hemoglobin variants differs from that of a normal sample. 6.4 abnormal chromatograms although the percentage of each hemoglobin component may vary slightly from patient to patient, most whole blood samples will contain six fractions: a1a, a1b, f, la1c+, sa1c, and a0. Chromatograms from patients with hemoglobin variants or unknown peaks not recognized by the analyzer are occasionally seen during routine testing. These patterns may indicate interferences or problems with the assay. Therefore, it is important to use caution when troubleshooting. Review all chromatograms to determine whether the results are valid. In most cases, results for the sa1c% are reportable. In some cases, the sa1c% may be invalid depending on the hemoglobinopathy present, the flow rate, and the condition of the column and reagent system. Mathematical algorithms used in the software exclude variant peaks eluting after the a0 peak when calculating the total area. The sa1c% is usually not affected in such situations, although chromatograms should be carefully reviewed. Hbs, hbd and hbc elute after the a0 peak. The sa1c% is generally reportable on the g8 when these hemoglobins are present in the heterozygous state with hba. The most probable cause of the reported event was due to contaminated prefilter.

Event description:
A customer reported getting hemoglobin (hb) - variant detect and p00 peaks on samples with the g8 instrument. The customer stated column count (cc) is 600, retention time (rt) is 0.59-0.60 and pressure is 8.5. Technical support specialist (tss) instructed the customer to change the column and run 5 samples to see if the p00 peaks will go away. The customer states the p00 peaks still persisted after changing the column. The tss instructed the customer to check the reagents and column lots, customer confirmed the reagents are lot h and the column is lot n. Tss explained to the customer that the column and reagents lots must match. The customer will change out the buffers to lot n and call back after priming and running some samples. Customer followed up to report the hb- variant peaks are still occurring. Tss instructed the customer to perform two drain flushes and then run 5 samples, but customer reported the hb- variant peak still persisted and the rt is 0.60. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.